Event description:
Dr. (B)(6) had placed the rods into the tulip heads of the pedicel screws and provisionally tightened. He then used the small distractor on the rod between screws to distract. When the desired distraction was achieved, he used the universal tightener to tighten the blocker in one of the screws to hold distraction. When doing so, the surgeon reported the tulip head of the screw splaying open while he was tightening the blocker. The distraction was not held by the blocker, so he removed the blocker, replaced it and repeated the technique of distraction and tightening the blocker. The blocker did hold, and the decompression and tlif techniques were performed routinely.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.